Event description:
It was reported the pt had been experiencing difficulties utilizing the charging system to locate the ipg. The ipg is not deep and the pt has not gained weight. The programmer locates the ipg without problems and no error codes have shown on the display. The pt has not fallen nor had any MRI. There is no discomfort or redness at the battery site. The pt has stimulation. A replacement charging system did not resolve the issue. X-rays were taken and the ipg is observed to be intact and has not flipped. The pt is working with his physician to determine the next course of action. Surgical intervention maybe considered to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.